Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2018 with complaints of chest pain. The patient had voided in the grocery store bathroom and had central pressure with radiation to her left shoulder and neck when she got up. The patient was nauseous, lightheaded, and felt some palpitations. After sitting for several minutes the palpitations improved, but the pressure continued. The patient had no recurrence of symptoms during hospitalization. International normalized ratio was 1.9 upon admission and the patient was started on intravenous heparin (goal 2.0-2.5). Implantable cardioverter defibrillator interrogation did not show any ventricular tachycardia, ventricular fibrillation, or ICD discharge. Computed tomography angiography of the thorax was negative for pulmonary embolism and aortic dissection. Although there was suspicion for outflow graft thrombus, the doctor's review of the CT scan did not show thrombus but suggested external compression. Recheck of patient's inr on (B)(6) 2018 was 1.8 and was given 4 mg of coumadin that night. On (B)(6) 2018, inr was up to 2.1 so heparin drip was stopped. Echocardiogram with ramp study was performed and showed unloading of left ventricle. A follow up CT thorax was scheduled to re-evaluate her outflow graft.

Manufacturer narrative:
Related MFR# 2916596-2022-00847 (follow-up CT thorax). Related MFR# 2916596-2021-05988 (outflow graft revision). Manufacturer's investigation conclusion: the report of a suspected outflow graft thrombus or external compression could not be confirmed through this evaluation, as no images were submitted for review. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no thrombus was identified, section 1 of the IFU lists device thrombosis as an adverse event that may be associated with the use of the hmii lvas. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.